Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a frozen display. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed, and the customer called back after resting pump for 2 hours and replacing battery. Frozen display continued. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump was received with unresponsive buttons. Pump booted up once installing aa battery, no frozen screen. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test due to unresponsive buttons. Unable to download pump history files and traces using thump software. Test p-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found evidence of moisture damage on the keypad traces. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, label damage, and corroded battery tube. Unresponsive buttons was confirmed during testing due to moisture damage on the keypad traces. Unable to verify customer's complaint for frozen screen due to unresponsive keypad. Unable to download pump history files and traces using thump software due to unresponsive buttons. Moisture damage was noted found on the battery tube and keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.